Event description:
The following was reported to hamilton medical ag (translated from english to german): "blower voltage too high. Replacing the blower and driver board did not resolve the problem. After replacing the control board, the voltage is back to normal. The service software was performed. The device is working properly and back in operation." No patient involvement. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Per review of device logs, the device was in use and switched off on 07-30-2025. During the next power cycle on (07-30-2025), the device showed technical failure 431002 - tfagd_blower disconnected. Further investigation necessary.

Manufacturer narrative:
It was reported that the device showed technical event (431002 - tfagd_blower disconnected) during service software. No patient involvement. The issue occurred at startup of the device. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components¿including alarms, sensors, circuits, and valves¿are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. Consequently, a failed startup is not classified as a critical failure. Since the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. The eeprom of one or more components couldn't be read via smbus. The control board was replaced, and the issue was reported as resolved. This case is considered as closed.